Event description:
It was reported that a progav shuntsystem (part # fv434-t) was implanted during a procedure on (B)(6) 2022. According to the complainant, directly after the implantation, the shunt system was removed because of a blockage and replaced with another shunt system. No further information was submitted.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem (part # fv434-t) was implanted during a procedure on (B)(6) 2022. According to the complainant, directly after the implantation, the shunt system was removed because of a blockage and replaced with another shunt system. No further information was submitted.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: - knotted part on distal catheter strange, not as shipped. Permeability test: all returned components are non-permeable, except the distal peritoneal catheter. Adjustability test: the progav was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force test indicates that the brake function of the progav is present. Due to the fact that the shunt system was permeable, the disconnection was not required and so the measuring of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. Due to the fact that the shunt system clogged during the surgery and the permeability test showed a drainage is a dismantling not required. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. Based on our investigation results, we cannot identify a malfunction in the shunt system. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations were detected. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.